Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate shock due to double counting a slow vt at 100 bpm. No intervention was performed. The patient was in stable condition.